Manufacturer narrative:
The reported events of noise was confirmed. A complete lead measuring 46.2 cm was returned for analysis in one piece. Final analysis found external insulation abrasions at 11.2 cm to 11.3 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that intermittent lead noise was observed on both the atrial and ventricular leads. The patient was pacer dependent, but no adverse events occurred as a result of the lead noise. Both leads were successfully explanted and replaced. The patient was in stable condition. Related manufacturer reference number: 2938836-2020-08948.